Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that their oral-b brush head was coming off of their brush in their mouth as they were brushing. No injury was reported.